Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device gave an alarm and the front panel light went off after the cavity mode was activated. The event occurred during preparation of the device for a laparoscopic surgery. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by defective internal circuit due to the defect of the pressure sensor. There is possibility that the defect of the pressure sensor was caused by the followings. Oxidation corrosion of pressure sensor electrode. Foreign matter adhering to the pressure sensor. If additional information becomes available, this report will be supplemented.